Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis indicated that the radiofrequency head had intermittent interrogation and was out of specification on an uplink functional test. It was also indicated that the upper case lens was cracked. The head cable and case were replaced and the head passed functional and systems tests. (B)(4).

Event description:
The radiofrequency (rf) head, which was returned as an associated devices, tested out of specification during manufacturer's analysis. There was no patient involvement.